Manufacturer narrative:
Common device name: dqx wire, guide, catheter.

Event description:
According to initial reporter: when advancing lunderquist(r) extra-stiff wire guide, the cardiac/peripheral vascular guidewire curled and perforated the iliac artery of the patient. A balloon was inserted to tamponade the bleeding. Vascular surgery was called in for repair of the iliac artery. Device malfunction - that is, the device did not do what it was supposed to do. Patient outcome: the patient did require additional procedures due to this occurrence.